Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event was attributed to an unknown cause. The investigation is continuing to determine root cause and corrective action if applicable.

Event description:
The base of the blister containing the vial of monomer was broken. This event did not have pt involvement; therefore, there was no adverse consequence for any pt.